Event description:
Customer called to report a leak of clear fluid dripping from the area of the rbc (red blood cell) bath of the coulter hmx analyzer with autoloader. The field service engineer (fse) found that the rbc and wbc (white blood cell) baths were overflowing. The fse noted that the rinse block and bsv (blood sampling valve) were not rotating properly because the probe needle was bent. The fse straightened the probe needle and cleaned the bsv. The repairs were verified per established procedures. The root cause of the leak is attributed to the probe needle being bent. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
(B)(4).